Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury. The initial report was forwarded in error and should be voided. This medwatch is being filed to relay additional information. The following sections were updated/corrected: b1, b4, b5, g3, g4, g6, h1, h2, h3, h6 and h10.

Event description:
It was reported the device needed sharpened. Tearing skin grafts during surgery. Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury as an additional graft was not required to finish the procedure.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was tearing grafts during use; the comb was damaged causing the ratchet gear to seize as it was out of position. The ratchet gear was reseated and the comb was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported the device needed sharpened. It was tearing skin grafts during surgery. Additional graft was needed. There was no delay involved and an alternate device was available for use. No additional patient consequences were reported.